Event description:
The customer reported receiving reagent probe level sense errors on a unicel dxc 660i synchron access clinical system when loading reagent cartridges. The customer also reported liquid on the drip tray beneath the reagent cartridge probe. The operator was wearing personal protective equipment at the time of the leak. There was no report of direct contact with leak or of injury related to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the site to assess the instrument. The fse determined that a wire on the reagent probe level sense assembly was broken. The fse replaced the wire and loaded several reagent cartridges without error. No further leaks were observed and no further level sense error messages were generated. (B)(4).